Event description:
The customer had issues with ion selective electrode (ise) calibrations and received error messages. The customer then repeated two patient samples on the integra 800 analyzer and received different results. Of the data provided, only the results for one patient sample were discrepant and reported outside the laboratory. The initial ise potassium result was 3.4 mmol/l and the repeat result was 4.2 mmol/l. The initial ise chloride result was 84.5 mmol/l and the repeat result was 106 mmol/l. The initial aspartate aminotransferase (ast) result was 7 iu/l and the repeat result was 21 iu/l. The initial results were reported outside the laboratory. The repeat results were believed to be correct. The patient was not adversely affected. The ast reagent lot number was 61422001 with an expiration date of 08/31/2016. The potassium and chloride electrode lot numbers and expiration dates were requested, but were not provided. The field service representative found holes in the vacuum tubing on several of the probes for the wash tower. He snipped off the damaged end and reattached the tubing to restore vacuum to the wash probes. He verified the system operation and that all systems checked successful. Quality control checks performed by customer passed.